Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was transported to the post-anesthesia care unit (pacu) and recovered from the anesthesia. The patient was transferred to the acute rehabilitation unit (aru) with the plan to be discharged the same day. The patient then became unresponsive, and a stroke code was called. Transthoracic echocardiography (tte) was performed, and a small pericardial effusion was discovered on the left anterior side of the heart approximately two to three hours post procedure. It was confirmed that the patient did not have a stroke as the patient became unresponsive due to pericardial effusion and cardiac tamponade. The patient was taken back to the cath lab to drain the pericardial effusion, and the pericardial effusion was tapped with 250cc of blood drained. A blood gas test was performed and confirmed the blood drained to be arterial blood. The drain remained in place and the patient was further hospitalized. No more fluid was discovered in the drain over the following days with the pericardial effusion believed to have resolved the following day post procedure. The patient remained hospitalized due to poor imaging and the fragile state of the patient. The patient was then discharged home five days post procedure after the drain was removed and computed tomography (CT) was able to confirm that the pericardial effusion resolved. The patient was restarted on eliquis nine days post procedure and a follow up tte was to be performed twelve days post procedure.

Manufacturer narrative:
A3: sex - updated to female. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was transported to the post-anesthesia care unit (pacu) and recovered from the anesthesia. The patient was transferred to the acute rehabilitation unit (aru) with the plan to be discharged the same day. The patient then became unresponsive, and a stroke code was called. Transthoracic echocardiography (tte) was performed, and a small pericardial effusion was discovered on the left anterior side of the heart approximately two to three hours post procedure. It was confirmed that the patient did not have a stroke as the patient became unresponsive due to pericardial effusion and cardiac tamponade. The patient was taken back to the cath lab to drain the pericardial effusion, and the pericardial effusion was tapped with 250cc of blood drained. A blood gas test was performed and confirmed the blood drained to be arterial blood. The drain remained in place and the patient was further hospitalized. No more fluid was discovered in the drain over the following days with the pericardial effusion believed to have resolved the following day post procedure. The patient remained hospitalized due to poor imaging and the fragile state of the patient. The patient was then discharged home five days post procedure after the drain was removed and computed tomography (CT) was able to confirm that the pericardial effusion resolved. The patient was restarted on eliquis nine days post procedure and a follow up tte was to be performed twelve days post procedure.